Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer's blood glucose level. Customer will reach out to hcp for back insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.